Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's revision at age (B)(6). In providing information for a stanmore patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. After primary implantation of a "custom stryker minimally invasive extendible with allo", the following is noted: "age (B)(6) - revision 1. New custom stem with screw".

Manufacturer narrative:
Reported event: an event regarding a loosening involving a mrs stem was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, "no complete clinical or pmh, no subsequent revision operative reports, no laboratory or pathology reports, no examination of explanted components. While the labelled serial x-rays confirm all the event descriptions, insufficient information is presented to create a medical report relating to all 4 pis in this complicated case of salvage, oncologic surgery." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that patient was revised due to loosening. The available medical records were provided to the consulting clinician for a review which was rejected stating that no complete clinical or pmh, no subsequent revision operative reports, no laboratory or pathology reports, no examination of explanted components. While the labelled serial x-rays confirm all the event descriptions, insufficient information is presented to create a medical report relating to all 4 pis in this complicated case of salvage, oncologic surgery. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the patient's revision at age 9. In providing information for a stanmore patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. After primary implantation of a "custom stryker minimally invasive extendible with allo", the following is noted: "age 9 - revision 1. New custom stem with screw."